Event description:
This is an adverse event noted as part of the (B)(6). Pt has intra-epithelial neoplasia of the esophagus. Circumferential ablation was performed without acute adverse event or device malfunction. Nausea and vomiting was reported 1-2 days after treatment. A stricture was noted one month later and was serially dilated. The stricture and symptoms were relieved with dilation. At one year endoscopy, the stricture was resolved and the pt had no dysphagia.